Manufacturer narrative:
H3: product analysis #(B)(4): 8110535, lot# gb13j002 visual and optical examination identified that the hex edges of the torque limiting driver have been worn from what appears to be repeated normal use. There are two cracks in the tip of the drive 180 degrees apart. Give the age of the drive and the appearance of the cracks they appear to be the result of repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plf t10-s2, pli f/tlif l2-s1 procedure. It was reported that during the final tightening of the x10 crosslinks, the torque driver broke at the distal tip. No fragments were broken off and no foreign bodies were left in the patient. There was no patient symptom reported. There were no further complications reported regarding the event.